Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : this summit broach handle has been involved in over 500 hip arthroplasties. The lever of the handle is very loose and cannot secure a broach trial. Requesting a new replacement. The device associated with this report was returned to depuy synthes for evaluation. Visual investigation of the returned device found that the extra curved broach handle has loose the lever. Signs of nicked were identified at the surface of the device in areas that are not supposed to be impacted. Functional test was performed with mating sample actis broach sz 2 (lot number pg0209) and was not able to replicate the reported will not hold/retain condition since it works accordingly. Based on observations on the device, the potential cause can be attributed to an unintended use since impaction forces applied to the device on not intended areas. The overall complaint was confirmed as the observed condition of the extra curved broach handle would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the summit broach handle has been involved in over 500 hip arthroplasties. The lever of the handle is very loose and cannot secure a broach trial.